Event description:
The customer initially called for assistance on how to use the contour next ez because he could not get a reading. During the call he ran a blood test on the meter with a reading of 42mg/dl. He felt light-headed. The customer was advised to return the test strips for evaluation. New meter and strips were sent to him.